Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 5 atmospheres for 2 seconds, the balloon ruptured and pinhole was noted at the tip part of the balloon. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient condition was good.